Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 425cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round spectrum 425cc on (B)(6) 2018. The patient tolerated the procedure well and was in an excellent condition after the surgery.

Manufacturer narrative:
On 06/21/18, it was reported to mentor that the patient is a white, (B)(6) year old female. Patient was seen on (B)(6) 2018 in our office by the doctor to confirm the deflation of her left saline implant. Mentor notified and warranty begun. Patient had surgery on (B)(6) 2018 at an outpatient ambulatory center and replaced deflated implant with exact same implant provided by mentor. Patient was seen in the office by doctor and had bandages removed. As of (B)(6) 2018, there appears to be no complications. On 7/17/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 27 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/04/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).